Event description:
It was reported "the brown hard lumen part of the 3l acute hemodialysis catheter fell off the extension line. It was connected to fluids when the brown port fell off. They boosted the patient up and the IV tubing may have gotten stuck on the tubing which may have cause the brown port to fall off." The line was clamped when the nurse noticed the brown hub was of. The line was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the brown hard lumen part of the 3l acute hemodialysis catheter fell off the extension line. It was connected to fluids when the brown port fell off. They boosted the patient up and the IV tubing may have gotten stuck on the tubing which may have cause the brown port to fall off." The line was clamped when the nurse noticed the brown hub was of. The line was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".